Event description:
An implant card was received that reported a lead replacement on (B)(6) 2014 in a vns patient due to lead discontinuity.the explanting facility discarded the explanted device; therefore, no analysis can be performed..

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.